Event description:
Atty reported: in 2007 -- the pt underwent a ventral incisional hernia repair procedure with implant of a ck mesh. Approx three weeks later -- the pt reports onset of pain, redness and swelling. The pt underwent abdominal wall debridement, placement of a wound vac and was given intravenous antibiotics. At about 12 days later -- the pt was discharged from the hospital. At approx 50 days later -- the pt underwent an abdominal wall debridement and placement of a wound vac. At 5 days post-procedure -- the pt was discharged from the hosp with continuance of the wound vac treatment at home. In 2008 -- the pt underwent an abdominal wall debridement with explant of infected mesh with placement of a wound vac. At about 7 days later -- the pt was discharged home.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.